Manufacturer narrative:
The reported 4.5 footprint ultra pk suture anchor assembly intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke in two pieces. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: off axis insertion, not preparing the insertion site properly prior to insertion. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during an unknown procedure, the footprint split in two upon insertion. It is unknown if a back up device was available or if a delay was caused due to the device malfunction, but no patient injuries were reported.